Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the stylet is kinked causing difficulty when removing it from a catheter. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal was confirmed. The reported event was caused by a kinked stylet; however, the cause of the kinking could not be determined. The product returned for evaluation was one 3cg stylet. The stylet was evaluated and confirmed to be kinked in the polyimide region of the stylet. The stylet was functionally tested by coupling with a non-complainant groshong catheter and then attempting to remove the stylet. During removal, the stylet encountered resistance, causing the tubing to bunch up. Microscopic examination of the stylet revealed deformation of the stylet tubing at the magnet edge. Measurements of the stylet tubing wall thickness, core wire outer diameter, and magnet length were taken and confirmed to be within specification. Although a kink in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features suggested that resistance during the insertion process may have occurred. However, it appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.